Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. Another pacemaker was subsequently implanted. The physician has watched the associated video posted on the company website, and as indicated, the recommended methods were applied.

Manufacturer narrative:
On october 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.